Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (1.5mm set screw extractor, part number 03.611.030, lot number 563513d06). The subject device was received for the complaint that ¿the tip of the extractor bit broke off in the screw head.¿ the returned instrument is part of the depuy synthes spine screw removal system. The setscrew extractors are used to remove screws with damaged drive recess per the technique guide. The associated product drawings were reviewed. The design history was found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Upon visual inspection of the complaint device it can be seen that the threaded distal tip of the instrument has broken off from the instrument and was not returned. Approximately 2.67 mm of the device had sheared off. A root cause could not be determined; a possible cause could be that during the procedure the surgeon w was trying to remove a broken screw and impossible to retrieve without some sort of force which leads to the breaking of the tip on the instrument in attempt to remove it. This complaint is confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Patient height: reported as 6 feet, 4 inches. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a c4 anterior corpectomy procedure, the expansion head of a 4.0mm self-drilling expansion head screw broke off into several pieces during final tightening. When the surgeon attempted to remove the screw using the 1.5mm setscrew extractor, the tip of the extractor bit broke off in the screw head. The pieces of the screw and the tip of the extractor were retrieved. After unsuccessful attempts to retrieve the threads of the expansion head screw, the surgeon elected to leave the remaining portion in the patient. The surgeon then attempted to finish attaching the cervical spine locking plate (cslp), and five (5) additional expansion head screws were over-expanded and could not be used. The surgeon placed a 4.0 x 20mm clsp quicklock screw in the plate instead and successfully completed the procedure. There was a surgical delay of more than 65 minutes. This is report 1 of 7 for (B)(4).